Manufacturer narrative:
B3: date of event: used the first day of the aware date month as the event date as it was unknown.

Event description:
It was reported that shaft break occurred requiring additional intervention. The patient was undergoing percutaneous coronary intervention. A 4.00 x 20mm synergy xd monorail drug-eluting stent was advanced for treatment. However, while crossing the lesion, the stent shaft fractured at the guidewire exit port. The device was removed with a snare. A new stent was used to complete the procedure successfully. No patient complications were reported.

Manufacturer narrative:
B3: date of event: used the first day of the aware date month as the event date as it was unknown. Device evaluated by MFR.: synergy xd mr us 4.00 x 20mm stent delivery system was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. Examination of the hypotube shaft identified multiple hypotube kinks along the shaft of the device. A visual and tactile examination of the outer and inner lumen and mid-shaft section found a break approximately 25cm from the distal tip at the guidewire exit port. No stent was returned for device analysis. Balloon cones were reviewed, and it appears to have been subjected to positive pressure, the balloon is not refolded and contrast in the balloon was observed. An examination of the proximal and distal markerband identified no issues. Bumper tip showed no signs of distal tip damage.

Event description:
It was reported that shaft break occurred requiring additional intervention. The patient was undergoing percutaneous coronary intervention. A 4.00 x 20mm synergy xd monorail drug-eluting stent was advanced for treatment. However, while crossing the lesion, the stent shaft fractured at the guidewire exit port. The device was removed with a snare. A new stent was used to complete the procedure successfully. No patient complications were reported.